Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated their ins charge wasn't lasting as long as it used to. Pt said they used to be able to go a full day, but now ins charge would only last a half day. Pt said this started about the same time as the rm04 issue (2 months ago for rm04 issue). It was asked if any recent changes in settings/usage, pt said not recently but 6 months ago a manufacturing representative (rep) changed them so settings help with pt's sciatica as well. Pt said ins was put in for back pain, but rep programmed it to help with their sciatica too. The circumstances that led to the reported issue were asked but unknown. Reviewed settings/usage affect battery depletion and reviewed to monitor charging frequency with new rtm and follow up with doctor/rep should they still notice the issue. No symptoms/patient complications reported. Additional information was received from a rep. The rep reported that they planned to meet with the patient if needed.